Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a burn like irritation underneath the front therapy electrode after receiving an appropriate treatment. The patient was in the hospital where the staff put saline on the irritation. During a follow-up, it was reported that the patient's irritation improved. No reports of open or broken skin.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a burn like irritation underneath the front therapy electrode after receiving an appropriate treatment. The patient was in the hospital where the staff put saline on the irritation. During a follow-up, it was reported that the patient's irritation improved. No reports of open or broken skin.